Event description:
Reporter indicated that system diagnostics testing performed at an office visit resulted in high impedance, which indicates a possible lead break. The patient underwent revision surgery where the lead and generator were replaced. Diagnostics testing with the new system was within normal limits. Attempts to gather additional information have been unsuccessful. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury or death.